Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(4) confirmed the presence of pump thrombosis. The obstruction of the blood flow path by the observed thrombus formation could have contributed to the reported hemolysis and low flow alarms. However, a specific cause for the reported subarachnoid hemorrhage and a direct correlation with the evaluation findings of the returned device could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. A bend relief collar was detached from the pump. The outlet elbow was returned attached to the pump. Visual inspection of the proximal side of the outlet stator revealed a small, white thrombus loosely seated adjacent to the bearing ball. The deposition lacked evidence of denaturation or laminated layering. The origin of the deposition and the duration for which it was present within the pump could not be conclusively determined; however, if the deposition was present while the pump was supporting the patient, it could have potentially contributed to the reported elevation in ldh. Examination of the body of the rotor revealed a denatured, tissue-like thrombus mostly occluding one of the rotor¿s vanes. The observed areas of denaturation suggest that this deposition was present while the pump was supporting the patient. Although a direct cause for the development of this deposition and the duration for which it was present within the device could not be conclusively determined, its size and structure indicate that it could have contributed to the reported elevation in ldh and low flow alarms, which were confirmed through the submitted log file. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 4 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had low flow alarms beginning on (B)(6) 2019. Per the account, the low flow alarms were due to a suspected pump thrombosis. A computed tomography angiography (cta) was performed and raised suspicion for inflow and outflow thrombus, but unclear based on artifact and metal subtraction sequence. An echo of the inflow cannula was performed with diagnostic signal reaching zero which further suggested pump thrombosis. The account also noted that the patient's lactate dehydrogenase (ldh) levels rose, the patient experienced hematuria, and the patient had a low cardiac index. On (B)(6) 2019, a computed tomography (CT) of the head was performed due to patient headache. A subarachnoid hemorrhage was found, the patient was taken off anticoagulation. The account stated that the patient will remain off of anticoagulation and that a pump exchange cannot be completed until the patient is able to tolerate blood thinning medication.